Event description:
On 2015 (B)(6), additional information was received from a consumer. No steps had been taken yet to resolve the pump alarm.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4)

Event description:
On (B)(6) 2015, information was received from a consumer regarding a 49-year-old, male patient who was receiving hydromorphone 5.0mg/ml at 0.7815 mg/day via an implantable pump for spinal pain. On (B)(6) 2015, the patient missed a scheduled refill and his pump was alarming. The patient could not find his doctor and he gave up trying to find a new doctor. The patient planned on letting it go and waiting for a month for the pump to shut off and have it removed. No patient symptoms were reported. Additional information has been requested regarding the steps taken to resolve the pump alarm, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.